Manufacturer narrative:
Logfile review for the date of event shows no abnormalities that could have contributed to the reported event. The treatments were completed to 100%, without error messages. All laser system functions were within specifications on this day. A review of the technical service onsite history showed no abnormalities that could have contributed to this event, the laser was successfully verified prior to and after the treatment. The review of the treatment report does not show any abnormalities regarding the used settings. The parameters shown are within normal range. No technical root cause was identified as the product was found to be within specifications. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device were reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A nurse reported a thin flap following corneal flap creation of the left eye. The flap was lifted successfully and ablation treatment completed. Additional information received indicating the patient is still pending further follow up. There are two related reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.